Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an echocardiogram, the pulse generator exhibited loss of output. After the test, the device could not be interrogated. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Event description:
New information indicated that the device was explanted.